Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and dehydration on unknown date with blood glucose level was above 600 mg/dl. Customer experienced symptoms such as nausea and vomiting. When he was unable to bring his blood glucose down or stop vomiting he went to the hospital. The customer was assisted with troubleshooting. The customer was treated with manual injection, and insulin through intravenous for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did contact their health care professional regarding the high blood glucose. The insulin pump will not be returned for analysis.